Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "pain at the top of their breast area to below the nipple" , and also " there is silicone outside of the implant". Patient also reported, " they have just been diagnosed with autoimmune disorder". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device to be underweight, one opening(extended) and crease fold. A microscopic analysis was performed which identified one opening crease sharp on the radius, wear abrasion and stress marks. Based on the device analysis the final assessment is a crease sharp opening on the radius due to fold flaw opening.

Event description:
Patient reported right side "pain at the top of their breast area to below the nipple" , and also " there is silicone outside of the implant". Device was explanted.